Event description:
While removing the distraction pin from c6, the distraction pin fractured down in the bone. Surgical procedure: anterior cervical discectomy and fusion at c4-c5, c5-c6, and c6-c7 with allograft bone and slim-loc plate fixation.